Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
During call regarding infusion set not sticking and coming off, customer mentioned that as a result, blood glucose elevated to 400 mg/dl, which was treated with insulin pump. Customer declined troubleshooting.